Event description:
There was an allegation of discrepant inr results with coaguchek xs meter (serial number (B)(6) compared to an unknown laboratory method. On (B)(6) 2023, a sample from the patient was tested using the meter, resulting in a value of > 8.0 inr, accompanied by a data flag. A repeat test was performed on the meter by using a sample from the same finger of the patient and the result was 7.8 inr. At the same time, a sample from the patient was tested using an unknown laboratory method, resulting in a value of 5.3 inr. The patient¿s therapeutic range is 2.0-3.0 inr.

Manufacturer narrative:
Section e3: occupation is patient/consumer. The device was not returned and the retention testing was performed. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.